Manufacturer narrative:
Reference number: 10410924, product family: aus, upn: 72404127, model: 72404127, serial: null, batch: 0151086008. Reference number: (B)(4), product family: aus, upn: 72400024, model: 72400024, serial: null, batch: 0152225011.

Event description:
It was reported that the patient had the artificial urinary sphincter, that was original implanted in 2017, removed due to recurring incontinence from some urethral atrophy under the cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Reference number: (B)(4). Product family: aus upn: 72404127. Model: 72404127. Serial: null. Batch: 0151086008. Reference number: (B)(4). Product family: aus. Upn: 72400024. Model: 72400024. Serial: null. Batch: 0152225011.

Event description:
It was reported that the patient had the artificial urinary sphincter, that was original implanted in 2017, removed due to recurring incontinence from some urethral atrophy under the cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient's incontinence started again seven months ago. Further information received indicated the cuff had fluid loss. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed.

Manufacturer narrative:
Reference number: (B)(4). Product family: aus. Upn: 72404127. Model: 72404127. Serial: null. Batch: 0151086008. Reference number: (B)(4). Product family: aus. Upn: 72400024. Model: 72400024. Serial: null. Batch: 0152225011. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No leaks were found in the pump and balloon components. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter, that was original implanted in 2017, removed due to recurring incontinence from some urethral atrophy under the cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient's incontinence started again seven months ago. Further information received indicated the cuff had fluid loss. Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter, that was original implanted in 2017, removed due to recurring incontinence from some urethral atrophy under the cuff. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient's incontinence started again seven months ago. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed.

Manufacturer narrative:
Reference number: (B)(4) product family: aus upn: 72404127 model: 72404127 serial: null batch: 0151086008. Reference number: (B)(4) product family: aus upn: 72400024 model: 72400024 serial: null batch: 0152225011.